Event description:
It was discovered during baxter's testing that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. System error 322 alarms were confirmed and were determined to be caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.